Event description:
Account states heating wire in the humidifier burned a hole in the anesthesia circuit. The problem was detected promptly. The relevant part of the circuit was changed and use of the humidifier was discontinued. No harm to the pt.